Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: h6: the results code should have been 213 rather than 3221. Correction: h6: conclusion code should have been 67 rather than 12.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30860. It was reported during a trial lead procedure on (B)(6) 2020, the patient experienced a cerebrospinal fluid (csf) leak. The patient experienced knee pain and headache following the procedure. As a result, the patient was admitted to the hospital overnight for observation. Reportedly, the patient is feeling better and has no further issues.